Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the screw thread on the cup trial are damaged and hard for the doctor to screw the cup impactor in the trial. No harm to patient and there was no delay in surgery and no foreign body in patient. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: damaged thread. Event summary: a trial cup has been received. It has been reported that the screw thread on the cup trial are damaged and hard for the doctor to screw the cup impactor in the trial. No harm to patient and there was no delay in surgery and no foreign body in patient. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the trial cup shows some normal signs of usage. At the edge of the trial cup a dent is visible. The thread can be described as heavily used. Slight scratches can be seen on the outer surface. Further no considerable deteriorations, deformations or imperfections can be seen. Measurements: no measurements conducted as the reported cup's thread is damaged. Functional test: a functional test was performed using a straight and a curved mis cup impactor. Both impactors could not be screwed onto the trial cup as intended. Based on this functional test the reported event can be confirmed. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. Inspection plan: characteristic no. 2 feature ¿gewinde m8¿ with scope of testing: 100%. Means of inspection: ¿thread gauge¿. Root cause analysis: root cause determination using rmw : instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance: not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient: not possible according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition: possible, as the reported event and the functional test shows that the trial cup cannot be connected to the impactor as intended. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling: possible, as based on the provided medical records we cannot exclude this cause. Instrument breaks or deforms due to off-label / abnormal-use: possible, as the broken/ deformed thread might have been caused by an extraordinary force occurring due to abnormal/off-label use. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition: possible, as the reported event and the functional test shows that the trial cup cannot be connected to the impactor as intended. Conclusion summary based on the returned product and the given information the complaint could be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Possibly an extraordinary force or torque occuring during use deformed and damaged the thread. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).